Manufacturer narrative:
The device was returned for analysis. The reported dislodgement was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately tortuous, moderately calcified anatomy and/or interaction with other devices resulted in the reported failure to advance. Interaction with the guiding catheter resulted in the noted stent damages (bent, mangled) and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device status changed from not returning to returned. Type of investigation code 4114 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately tortuous, moderately calcified anatomy and/or interaction with other devices resulted in the reported failure to advance. Interaction with the guiding catheter resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9,h3: device status changed from returning to not returning.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified unspecified lesion. A 2.75x15mm xience alpine was attempted to be advanced but failed to cross for an unspecified reason after several attempts. During angiography it was noted that the stent implant was not on the balloon and therefore the entire device was simply removed. After removal, it was noted that the stent implant dislodged in the guide catheter. Nothing was left in the anatomy. A same size xience stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.